Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02592. It was reported that the patient was experiencing excessive sweating. The patient's physician initially thought the patient's symptoms were caused by their implanted trial leads. The patient underwent a surgical procedure in which their trial leads were explanted. The patient's symptoms persisted, and the physician believed it was a medical issue causing excessive sweating rather than the patient's implant.